Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "transseptal left ventricular endocardial pacing: preliminary experience from a femoral approach with subclavian pull-through." Europace. October 1 2011;13(10):1454-1458.

Event description:
A journal article was reviewed that contained information regarding this lead. The left ventricular (lv) lead had dislodged during the implant procedure. The lead was "quickly and easily" repositioned and the procedure was completed without further complications. The lead apparently remains in use. No patient complications have been reported as a result of this event.